Event description:
On 02/29/2024, it was reported by a sales representative via phone that an ar-3653ttsp knotless fibertak self punching technology failed, the inserter bent and frayed the sutures ruining the implant. Case completed using a drill hole and another fibertak. Delay in case 4 minutes. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.